Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Patient underwent revision due to instability. Surgeon confirmed patient also had a severe periprosthetic infection during the revision surgery.